Manufacturer narrative:
The reported event was confirmed. The exact cause could not be determined.received 1 catheter with drainage bag for evaluation. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following dimensional results were found: eye snip length: 3/32¿ inflation lumen coverage: 11 thou balloon thickness: 20 thou burst initiated from bottom collar of sac: 2cm the site of the burst appeared swollen and the balloon thickness measured average 20 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon ruptured during removal. Allegedly, no pieces of the balloon were missing. No patient injury was reported. There was 1ml of yellow liquid returned when the nurse tried to deflate the catheter balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured during removal. Allegedly, no pieces of the balloon were missing. No patient injury was reported. There was 1ml of yellow liquid returned when the nurse tried to deflate the catheter balloon.